Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. The customer continued to use the pump for insulin therapy to resolve elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.